Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of no image when shaking the connector was due to faulty video connector socket. The cause of the faulty video connector socket was an accidental failure or a failure caused by handling (excessive pressure to the socket). The reported phenomenon might have been prevented by following the descriptions in the instruction manual of otv-si which states: "important information ¿ please read before use be sure to observe the following points. Otherwise, a failure in an electrical contact may result in malfunction. - do not apply excessive force to the connectors" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, when shaking the connector, the image was noted to be noisy, there was no image due to poor contact of the connector, and the battery on the printed circuit board was noted to be aged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for a therapeutic hysteroscopy procedure, the video system had an intermittent image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.